Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. Investigation conclusion: the photos were evaluated and the customer's indicated failure mode for missing scale marking with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a syr abg preset 3(1.6) ll 22x1 ce had no scale marking. The following information was provided by the initial reporter: "before use, it was found that there was no syringe scale."